Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty connecting their cgm sensor while using the ilet and received a ¿low glucose soon¿ alert, after which a sensor failure occurred that left the system without cgm data for several hours; customer care advised the user to operate the ilet in bg run mode and to treat the low with oral glucose. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral carbohydrates and continued insulin delivery using bg run mode. Investigation included user education and troubleshooting conducted by customer care. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event involved hypoglycemia of undetermined cause with continued therapy supported through bg run mode. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.